Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient is deceased. It was also reported there was under-sensing of the lead during ventricular fibrillation (vf) and therapy was not delivered. The patient received cardio-pulmonary resuscitation outside the hospital by the emergency medical system. Additional information was requested but not received.

Manufacturer narrative:
Product event summary: the lead was not returned; however, analysis of the device memory indicated there was over-sensing due to non -physiologic signals/sensing integrity counter. Analysis of the device memory also indicated under-sensing information.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
Product event summary: destructive analysis was now performed to complete analysis. No new analysis results were found from what was previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.